Event description:
Customer reports lancet will not retract back into the softclix plus device (unk if before or after firing; unk if malfunction was due to lancet not seated properly). Accidental needle stick occurred (no medical treatment required). No adverse event reported. Requested return of suspect device and replacement was sent.